Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 (7:46 am pst), patient reported discrepant blood glucose (bg) readings: ilet pump 117 mg/dl vs. Fingerstick 49 mg/dl. Repeat fingerstick 58 mg/dl and patient recalibrated. Agent recommended toast for more sustained bg support. Patient noted a dexcom g7 sensor error (¿check back in 3 hours¿) about an hour earlier. Despite this, continuous glucose monitoring (cgm)/ilet showed higher values (168 mg/dl) while fingerstick remained lower (71 mg/dl). Another sensor error occurred, so agent guided patient through ilet restart and then dexcom g7 sensor replacement, confirming successful warm-up. Final fingerstick reading was 72 mg/dl. Blood glucose was not out of range for 90+ minutes.